Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was removed and later replaced. A temporary lead was used until the replacement of the system. No further patient complications have been reported as a result of this event.